Event description:
It was reported that the customer was hospitalized and had a blood glucose level over 600 mg/dl. Customer stated that he had ketones and nausea. Customer was treated with IV insulin and shots. Customer stated that the pump lets him know when he has to change the battery, but it did not tell him to change the battery this time. Customer was vomiting and did not recognize the signs. Customer also had diabetic ketoacidosis. Customer wants to replace the pump. Customer stated that he is in the hospital at the time of the call. Customer was advised to call back with the serial number of the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.